Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not fire the staples correctly. It is unknown how the procedure was completed. No other details are known. There was no patient impact reported.

Manufacturer narrative:
(B)(4). (B)(4). Sticking jaw/cam. The analysis results found that the device was received in good visual condition. The device was cycled, fed and properly formed the clips. However, the device was noted to have sticking issues. In addition, the orange indicator was noted beyond its intended position. A batch record review was performed and no anomalies were found during the manufacturing process.